Event description:
Patient allegedly developed blisters 2-3 days post treatment. Patient condition is being treated with topical prescription medication.

Manufacturer narrative:
An on site evaluation of the laser was performed and the laser was performing as expected, no malfunction identified. Blisters are known as possible side effect of laser procedures and identified as such in product labeling.